Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a loose grip cable at the grip hub. The instrument failed the intuitive imprecise motion test. A clip test was performed and failed. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The complaint was confirmed by failure analysis. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end. The probable root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted inguinal surgical procedure, the clips fired by the large hem-o-lok clip applier instrument would not lock. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 12/12/2025: the incident with the clip occurred during the case; the clips would not lock when applied. There were no issues with motion. It is believed that the surgeon tried twice with clips and after the second time it did not lock; the other clip applier was used.